Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure generator issues with the bipolar. It was confirmed and reproduced. The unit failed instrument detection on all four sockets, and on startup unit displayed m-02-3.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure that there were issues with the bipolar energy. The intuitive tech support engineer (tse) reviewed the system logs and found errors m-02, c-82, and m-18. The tse recommended performing a hard power cycle. The procedure was reportedly being completed as planned, with no reports of patient injury.